Event description:
It was reported that this patient experienced dizziness and syncope. Evaluation of the system was performed and it was determined that this implantable lead exhibited pacing inhibition with asystole up to four seconds and high pacing thresholds. This lead was replaced and expected to be returned to boston scientific for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was retracted and there was dried blood within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break near the lead tip. Analysis conclude that the clinical observations were not related to the fracture as it likely occurred during revision/explant of the lead.

Event description:
It was reported that this patient experienced dizziness and syncope. Evaluation of the system was performed and it was determined that this implantable lead exhibited pacing inhibition with asystole up to four seconds and high pacing thresholds. This lead was replaced and expected to be returned to boston scientific for analysis. No further adverse patient effects were reported.